Event description:
During a balloon kyphoplasty procedure, it was reported that the balloon ruptured and the catheter shaft was damaged. It was reported that the physician had difficulty removing the balloon and used another instrument to remove the catheter. The returned product evaluation indicates that the catheter outer shaft was ruptured. It was reported that no part of the ibt remained in the patient, and there was no injury to the patient.

Manufacturer narrative:
Communication with company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event. Evaluation summary: this complaint involved an xpander ibt size 15/3. Complaint states "physician tried inflating the balloons, but had much resistance. He blew out the balloon and then had trouble getting the balloon out. He tried removing the balloon several times then noticed that the sheath (purple) that covers the shaft of the balloon catheter was missing ater pulling the cannula back. We could see the catheter, but not the purple sheath that's when we knew that the sheath was torn..." Additional information in the complaint states "nothing was left in the patient, ... Pressure of balloon I'm unsure of but over 400..." The catheter was returned. Also the kyphon inflation syringe was returned under this RMA number. Both the inflation syringe and the catheter was sent back connected together. Evaluation of the catheter: visual examination of the inflation syringe revealed that the syringe barrel was 3/4 filled with a red substance, possibly blood. A visual examination of the catheter revealed: that the stylet was removed from the catheter and not returned under this RMA number. Other than the stylet there were no missing parts to the catheter. The catheter outside shaft is ruptured about a half inch proximal to the proximal balloon bond. The shaft rupture has caused the outer shaft tubing to mushroom around the rupture. The catheter was returned with the cannula encapsulating the rest of the proximal section of the catheter past the point of rupture. A review of the lot history records of the catheter under this complaint was undertaken. The results of this review is summarized below: balloon two lot numbers: outer shaft two lot numbers. Catheter test results for maximum rated inflation pressure: lowest reading- 602 ps and highest reading- 685 ps. The acceptance criteria for maximum rated inflation pressure (mrip) is more than or equal to 400 ps. At 17 units were tested in production as part of the normal testing procedure and all units are tested to failure. The failure code recorded for all 17 units is "bros". Per work instruction sheet, bros = burst outer shaft. Conclusion: based on the physical observations and information stated in the complaint report, we can conclude that: the red substance in the barrel in the inflation syringe, most probably was blood that was induced into the syringe due to the outer shaft rupturing during the procedure. The complaint stated that the physician had tried inflating the balloon but had much resistance. The resistance might have caused the physician to over pressurize the catheter system. The complaint states "pressure of balloon I'm unsure of but over 400" indicates that the unit was pressurized to a possible pressure greater than 400 ps causing unit to rupture and fail past its acceptance criteria. As indicated above burst outer shaft is the failure mode when unit is tested to failure. The complaint stated that "nothing was left in the patient, ...." And on visual examination of the ruptured shaft it is clear that other than the mushrooming of the catheter shaft all the shaft material look intact. From this visual examination it could be concluded that no material was left inside the patient.